Event description:
It was reported the patient had their system removed. It was stated the healthcare provider was unable to remove all of the lead. The date of the procedure was unknown as well as how much of the lead remained in the patient. It was later added the patient was scheduled to have the remaining portion of the lead removed on (B)(6). Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Information reviewed indicated that it was like it broke.a follow-up report will be sent if additional information becomes available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)